Event description:
A caller reported a malfunction on the pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code reappears, which they acknowledged and understood.